Manufacturer narrative:
Additional information was received reporting that the intraocular lens (iol) will be explanted on (B)(6) 2023. It is the policy of the facility to discard the lens; therefore the device will not be returning. Through follow-up, it was learned that the explant was performed on (B)(6) 2023. Another johnson and johnson iol was implanted as replacement (different model, zcb00, same diopter). The exchange went perfectly with no other surgical intervention. The patient is doing fine. No further information was provided. The following sections have been updated accordingly: section b2: outcomes attributed to adverse event (check all that apply): required. Intervention to prevent permanent impairment/damage (devices). Section d6b: if explanted, give date: (B)(6) 2023. Section h6: health effect - impact code: code 4629 - device revision or replacement. Section h6: type of investigation: code 4115 - device discarded. Corrected data: upon further review it was noted that "section g4: combination product" field should have been populated with "no" but was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between mar 30, 2022 and dec 9, 2022. If explanted, give date: not applicable, as lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the left eye, the patient experienced visual disturbances such as halo and glare and cannot drive at night. The patient will be scheduling to have the lens explanted. No further information was provided.